Manufacturer narrative:
Product lot number or reference were not communicated. Which prevent from reviewing the device history records and traceability to find if there is any non-conformance in procedure or deviation in specification that may have impacted this event. No additional details on the event were communicated. Additional informations were requested. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: revision, unknown reason. This complaint was opened upon informations that were collected via annual surveillance survey. Surgeon reported a device removal on a patient that was implanted with mobi-c past year. No additional informations were provided.

Manufacturer narrative:
Product wasn't received so no visual and functional examination cannot be performed. Field was corrected. A review of the device history records and traceability aren't possible because reference and lot number of implant were not available. From the only information provided, based on the complaint report the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause of the event cannot be determined. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause can not be determined. If additional informations were received that allow to drawn a conclusion for this case , another report will be sent. Product wasn't returned.